Manufacturer narrative:
Device evaluation summary: the piezo alarm was returned for failure investigation. The part was visually inspected and functionally tested with no anomalies observed. Conclusion: no fault found. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The field service engineer evaluated the ventilator and replaced the piezo alarm assembly. The ventilator passed all testing per manufacturer's specification and was returned to the customer for failure investigation. If the replaced component is returned, a failure investigation will be performed and a supplemental medwatch report will be submitted with the findings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator was failing bdu (breath delivery unit) alarm test during est (extended self tests). The ventilator was not in use on a patient at the time of the reported event.